Manufacturer narrative:
(B)(4). G2: foreign: germany. Review of the most recent repair record determined the seal was damaged, the lid would not close completely, and there was a locking issue with the funnel. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review reference (B)(4) in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device failed to function. As an outcome of the investigation, it appeared that the seal was damaged, the lid would not close completely, and there was a locking issue with the funnel. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.